Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Service territory manager (stm) reported that the iabp failed battery run time test during maintenance protocol. The stm replaced both batteries and completed iabp testing and inspections. The iabp passed all tests, was returned to customer, and cleared for clinical use. The initial reporter named is a (B)(6) employee who has different contact details from that of the event site. Details:(B)(6).

Event description:
Service territory manager (stm) reported that during performing a preventative maintenance (pm) the intra-aortic balloon pump (iabp) failed the battery run test. There was no patient involvement, thus no adverse event was reported.